Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had pain at the site of the implant. It was reported that the implant was shut off, but the pain was persisting. The patient¿s physician planned to remove the device, however, it was unknown when the removal would be scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the removal was (B)(6) 2017. No other information was known. There were on further complications reported.